Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: kdr703 implantable pulse generator (ipg) (B)(6) 2004; 4092 implantable pacing lead 2004. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead thresholds and impedance had increased and been high. It was further reported that there was loss of capture and a polarity switch observed in the lead. The physician indicated that the lead impedance and threshold increase were due to a loose pin. The device was explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.